Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported events of communication issues and damaged power cables on the system controller (serial number: (B)(6) were confirmed. The reported event of the speakers being quieter than expected was not able to be confirmed. Upon initial inspection, damage to both of the power cable jackets was noted. A log file was downloaded during testing, and data spanning approximately 1 day (22:36 26sep2024 ¿ 11:58 27sep2024 as per timestamp) was reviewed. The data reviewed showed the controller functioning as intended for the duration. The driveline was disconnected at 11:25 on 27sep2024, consistent with the reported controller exchange. The returned controller passed preliminary and functional testing, however, when the white power cable was manipulated, the communication with the system monitor was interrupted, confirming the reported event. The white power cable was tested for raised resistances, and several internal wires were observed to be greater than the expected threshold, indicating wire fatigue. The outer jacket was stripped, and it was found that a section of the inner wires were exposed, and several wires had visible damage. The audio tone of the speakers was measured, and it was found to be within specification. The root cause of the system controller not communicating with the monitor was determined to be due to power cable damage; however, the root cause of the power cable damage and the speakers being quiet was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the clinic called stating that the heartmate touch was disconnecting randomly after starting a patient session. A few different heartmate touch setups were tried with different monitors and bles but it still would disconnect after a few minutes. The floor was not surrounded by imaging or an operating room. There was noted to be an impravata device in the room. It was suggested to move it out of the room to see if the issue resolved. This did not resolve the problem. These connection issues continued to occur until the patient was discharged. No product was returned. It was noted that this patient had trouble connecting their system controller to multiple different heartmate toch monitors. The system controller was exchanged and there were no more issues. The old system controller had multiple nicks in the power cables and the alarm sounded very muffled. The old system controller was returned for testing but it was thought this was likely the cause of the connection issues. It was thought that it was a possibility that moisture could have gotten in there and caused these issues. The patient denied any exposure to water. The patient and parameters were stable. The heartmate touch operated as expected after the system controller exchange. Log files would not be provided since the system controller was unable to connect to the heartmate touch.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.